Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument had chemistry cartridge (cc) reagent switch motion error and reagent probes were leaking. The leakage was determined to be diluted wash solution and contained within the instrument. Customer was wearing gloves and lab coat. There was no injury or direct exposure as result of the leak. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and determined the cause of the chemistry cartridge (cc) reagent switch motion error and the leak from the reagent probes was the a/b reagent switch. The fse replaced the switch to resolve the motion error and leak. (B)(4).